Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons including the contrast and audio bolus buttons had become unresponsive. The reporter denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump on a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The audio bolus button cover and plug were detached. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast button was functional; however, the up arrow, down arrow and ok buttons did not respond when pressed. The keypad cover was removed for investigation and revealed no visible contamination or moisture. A wipe was performed without pressing the bolus button. The bolus button was pressed and the keypad button then began to respond; the bolus button had been stuck in the "on" position.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.